Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Event description:
A doctor reported to baxter (B)(4) that a spike was bent while being connected to a y set with a cleanflash device. The doctor reported that the set had been in use for about 3 months since the patient started peritoneal dialysis (pd). There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to the reported condition of a bent spike. The transfer set was visually inspected. The tip of the spike was bent slightly inward and the body of spike was bent backwards. No other visual defects were noted. This complaint was confirmed in the lab to have a bent spike tip. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use conditions during set use. In this case, the defect was observed directly after clean flash usage. A batch review was not completed since the lot number was unknown.